Event description:
Per the clinic, the patient experienced an infection at incision site and was treated with oral antibiotics (specific date and duration not reported). Subsequently, the patient experienced a loss of osseointegration resulting in fixture loss. There are no plans to reimplant the patient with a new device as of the date of this report.